Event description:
It was reported that the patient presented to the hospital for a scheduled bi-ventricular ICD pulse generator change. The patient had a left ventricular (lv) lead that was turned off. Upon exposure of the lv lead during procedure, it was found that the lead was severed. The physician explanted the severed end, and the rest of the lead was left in the body. There were no adverse consequences reported. The patient was discharged from the hospital. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).